Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed a separation of the gore¿ covering from the medical adhesive (ma) at both ends of the shocking coil. Associated with this was a slight stretching of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils induced in the field. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude measurements and high pacing thresholds. As result, the lead was extracted during a procedure performed to upgrade the implanted system. Upon explant, the physician noticed damage on the lead body and stated the tightness of the sutures was likely the cause of damage. A new lead was implanted as replacement. No additional adverse patient effects were reported.